Manufacturer narrative:
The event is captured by edwards lifesciences under complaint#: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where on post-operative day (pod) 449, patient had indications of leaflet thickening unresponsive to coumadin therapy. Additional investigation into the event identified that the patient was admitted to cvicu on pod 449 for heart failure and monitoring of new onset complete heart block requiring treatment with inotropic therapy and diuretics. The heart block was treated with a permanent pacemaker on pod 456. During the hospital stay, elevated gradient across evoque tricuspid valve was noted with evidence of halt on prior CT scan. Improvement of the gradient was noted following a short run of alteplase. However, the patient had multiple comorbidities and given the poor response to treatment in the face of end stage heart failure, the family and medical team opted to pursue hospice.

Manufacturer narrative:
The complaint for thrombus formation (device) post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The reported event does not allege or indicate that a device deficiency had occurred. Possible contributing factors can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.